Event description:
The customer reported during device preparation, the olympus 4k camera head was not producing an image due to what appeared to be a deformed cable. Customer confirms this event took place prior to any procedure and had no patient impact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was not producing an image. Additionally, the cable failed the leak test with air coming out of the cable at multiple different locations. This cable will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to multiple cuts on the cable. A definitive root cause of the defective cable could not be determined. As to a cut on the cable, the reported phenomena might be prevented by following these descriptions in the instruction manual which states: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.